Manufacturer narrative:
(B)(4).

Event description:
(B)(6) distributor contacted dexcom technical support on (B)(6) 2014 to report on behalf of patient that on (B)(6) 2014, upon sensor deployment, sensor wire remained attached to applicator. (B)(6) distributor did not report any injury or medical intervention at the time of contact with dexcom technical support.